Manufacturer narrative:
Additional info: device not returned to MFR for eval. Suspected problem identified in results and conclusions.

Event description:
Per cath lab report "fresh cut off with embolectomy" post-silverhawk. Emboli was resolved with catheter embolectomy.